Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the rear reclining bracket does not hold that reclining back up anymore. He states when there is pressure on the back the unit clicks and will recline without pulling the handle.